Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 32-year-old female patient who had essure (batch no. 758631) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included low back pain, shin splints, hyperlipidemia and regular astigmatism. Previously administered products included for an unreported indication: mirena, prenatal vitamins, ferrous fumarate and oral contraceptive. Concurrent conditions included uterine fibroids, arcus senilis, breast disorder, insomnia, hypertrophy of breast, calf pain, shoulder pain, neck pain, iron deficiency anemia and menometrorrhagia. Concomitant products included ibuprofen (motrin) and naproxen. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"), 5 months 29 days after insertion of essure. On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2015, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). On an unknown date, the patient experienced complication associated with device ("began to experience complications") and abdominal pain ("abdominal pain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, complication associated with device, depression, anxiety, fatigue and abdominal pain outcome was unknown and the vaginal haemorrhage, heavy menstrual bleeding, anaemia and dysmenorrhoea had resolved. The reporter considered abdominal pain, anaemia, anxiety, complication associated with device, depression, dysmenorrhoea, fatigue, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: essure coils right side has 5 coils. Essure coils left side has 3 coils discrepancy noted in essure confirmation test in current pfs it was answered as "no". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pregnancy test - on an unknown date: result: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2021: mr received: reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 32-year-old female patient who had essure (batch no. 758631) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included low back pain, shin splints, hyperlipidemia and regular astigmatism. Previously administered products included for an unreported indication: mirena, prenatal vitamins, ferrous fumarate and oral contraceptive. Concurrent conditions included uterine fibroids, arcus senilis, breast disorder, insomnia, hypertrophy of breast, calf pain, shoulder pain, neck pain, iron deficiency anemia and menometrorrhagia. Concomitant products included ibuprofen (motrin) and naproxen. On (B)(6) 2010, the patient had essure inserted. In january 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"), 5 months 29 days after insertion of essure. On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2015, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). On an unknown date, the patient experienced complication associated with device ("began to experience complications") and abdominal pain ("abdominal pain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, complication associated with device, depression, anxiety, fatigue and abdominal pain outcome was unknown and the vaginal haemorrhage, menorrhagia, anaemia and dysmenorrhoea had resolved. The reporter considered abdominal pain, anaemia, anxiety, complication associated with device, depression, dysmenorrhoea, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: essure coils right side has 5 coils. Essure coils left side has 3 coils discrepancy noted in essure confirmation test in current pfs it was answered as "no". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pregnancy test - on an unknown date: result: negative.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-jun-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) female patient who had essure (batch no. 758631) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included low back pain, shin splints, hyperlipidemia and regular astigmatism. Previously administered products included for an unreported indication: mirena, prenatal vitamins, ferrous fumarate and oral contraceptive. Concurrent conditions included uterine fibroids, arcus senilis, breast disorder, insomnia, hypertrophy of breast, calf pain, shoulder pain, neck pain, iron deficiency anemia and menometrorrhagia. Concomitant products included ibuprofen (motrin) and naproxen. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"), 5 months 29 days after insertion of essure. On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2015, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). On an unknown date, the patient experienced complication associated with device ("began to experience complications") and abdominal pain ("abdominal pain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, complication associated with device, depression, anxiety, fatigue and abdominal pain outcome was unknown and the vaginal haemorrhage, menorrhagia, anaemia and dysmenorrhoea had resolved. The reporter considered abdominal pain, anaemia, anxiety, complication associated with device, depression, dysmenorrhoea, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: essure coils right side has 5 coils. Essure coils left side has 3 coils discrepancy noted in essure confirmation test in current pfs it was answered as "no". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pregnancy test - on an unknown date: result: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jun-2019: pfs and mr received. Essure lot number and race added. Product indication updated. Following events were added: pain, abnormal bleeding (vaginal), menorrhagia, blood or heart disorder/condition type: anemia, dysmenorrhea (cramping), depression, mental anguish, fatigue and abdominal pain. Event severity added for: abdominal pain. Event outcome added for: abnormal bleeding (vaginal), menorrhagia, anemia and dysmenorrhea (cramping). Medical history, lab data, concomitant, historical and treatment medications were added. Reporters added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.